Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The insulin pump's "act" button was sticking. The customer's blood glucose level was 156 mg/dl. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).